Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 4 patient samples on a cobas 8000 c702 module. For sample 1, the initial glucose result was 13.32 mg/dl. The repeat result was 172.36 mg/dl. For sample 2, the initial glucose result was 19.28 mg/dl. The repeat result was 96.25 mg/dl. For sample 3, the initial glucose result was 24.58 mg/dl. The repeat result was 112.17 mg/dl for sample 4, the initial glucose result was 3.02 mg/dl. The repeat result was 131.98 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) checked the gear pump, checked the rinse volumes and increased the cell wash, checked the main pump filter, found two sample probes that were bent and replaced them, performed adjustments of the reagent probes, cleaned the high pressure valves with air purges, and performed mechanical checks successfully. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.